Manufacturer narrative:
H6: investigation results - the prosthesis wear reported and most likely cause for the prosthesis wear could not be confirmed or determined at this time due to insufficient information. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Neither the device, nor images of the device, were available for evaluation as the device remains implanted. Radiographs were also not provided.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the legal brief, on (B)(6) 2014, patient underwent bilateral knee replacement surgery where he was implanted with recalled optetrak devices in both knees. Patient has been recommended to proceed with right knee revision surgery due to accelerated and preventable wear of the optetrak polyethylene tibial insert.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.